Manufacturer narrative:
A review of the system management (smbus) data revealed that the battery had an undetermined permanent fault and therefore did not meet functional discharge criteria. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in patient use. Syncardia reported the freedom onboard battery was returned with two freedom drivers reported under two separate medical device reports (mdrs): (1) freedom driver s/n (B)(4) (MFR report # 3003761017-2018-00506) and (2) freedom driver s/n (B)(4) (MFR report # 3003761017-2018-00507). Syncardia also reported that the freedom onboard battery did not pass (B)(4), freedom onboard battery evaluation procedure during investigational testing.